Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported a plate broke by the screw feeding all the way through the plate to the interbody spacer; it was inserted with the in-situ. After plate was placed, during first image after using awl in first hole; it was determined that the plate had slid forward. After the awl was removed, image was done again to confirm plate was no longer in place. In-situ inserted was used to put out plate, then removed screw separately from interbody spacer. Due to first hole from 4 level plate being off, it was the surgeons preference to use a 2 hole plate in its place.

Manufacturer narrative:
The returned device was examined. The set screw was found to have dissociated from the plate; the complaint is confirmed. There were no indications of manufacturing issues which would have contributed to this event.